Event description:
Hill-rom received a report from the account stating the brake was applied at the foot section the head didn't fully engage. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the brakes would not hold due to the screws that hold braking bar in place had broken off in both hex rods. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on his bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the hex rods to resolve the issue. Based on this information, no further action is required.